Event description:
Nurse states that the family member was catheterizing son and when she took the catheter out, there was no top. She believed the tip broke off inside the child. X-ray and CT scan was performed, but no tip found. No other treatment is required at this time.